Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2009. It was reported that the patient lost stimulation. The patient's ipg was unable to communicate with the charger and patient programmer. A sjm rep reported that a replacement charger and multiple attempts to communicate with the ipg were unsuccessful. The issues were positively indicative of premature battery depletion. Follow up on the patient found that the patient will be scheduled to have the ipg explanted and replaced. The explant date is undetermined at this time. No further information is available.